Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer stated that she believed the insulin pump was not delivering insulin. The customer declined to perform the high pressure test due to not wanting to change her set. The customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.